Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date was incorrect. The customer did not know how the date and time became incorrect. Tandem technical support assisted the customer with correcting the time and date setting. Blood glucose was 72 mg/dl.